Event description:
**Update** (B)(4) 2013-litigation papers received alleging that the patient suffers from higher levels of cobalt and chromium levels, and popping. Also alleged in the litigation papers is there was a gray staining and fluid production about the hip and synovium. There was dissection of fluid posteriorly in the soft tissues and also somewhat anteriorly. Some of the abductors were eroded anteriorly and the anterior third of the gluteus medius. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Patient was revised due to pain, crepidation (noise), and sensation of subluxation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.